Event description:
During epidural catheterization, blood infiltrated the tip of the catheter (confirmed by computer tomography). The reporter indicated, "continuing paraplegia on 26-5-97" but it is unclear whether this condition was attributed to the catheterization of the pt. Clarification concerning the paraplegia has been sought, but as of today no new info has been received. The physician presumed that the catheter had indicated a vascular lesion. However, epidural catheterization is associated with a known incidence of iatrogenic injury to blood vessels in the epidural space and is an inherent risk of the procedure.